Event description:
During a clinical trial, it was reported that a patient underwent an atrial fibrillation (afib) procedure with a qdot micro catheter and suffered a periprocedural av block iii which required cardiac resynchronization therapy defibrillator (crt-d) upgrade. Patient received an index cardiac ablation for ventricular tachycardia on (B)(6) 2025. On (B)(6) 2025, start date and site awareness date of 22-oct-2025, the patient experienced periprocedural av block iii (adverse event started after the ablation procedure) with qdot micro catheter categorized as moderate. The relationship to the study devices is not related. The relationship with the index study procedure was causal. Event was n/a (does not meet above criteria for serious and procedure related). The outcome is recovered/resolved end date of (B)(6) 2025. Intervention performed was cardiac resynchronization therapy defibrillator (crt-d) upgrade.

Manufacturer narrative:
The lot number of "3157299l" which was reported was unrecognized by the system. Therefore, attempts have been made to obtain clarification. However, no further information has been made available. If additional information is received, a supplemental 3500a report will be submitted to the FDA. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 09-jan-2026 updating the end date from initially reported in the 3500a initial as 04-aug-2025 to 05-aug-2025. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).